Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the blade was not broken off as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # p91l6j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that the ultrasonic clamp was shown to be damaged during use. The porcelain part of the clip dropped. The part of parcelana fell into the patient but was removed. There was no patient harm. There was replacement of the product soon after the fall of the porcelain.